Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016 their transmitter was out of range for an unknown amount of time. There was no report of injury or medical intervention. No additional event or patient information is available.